Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) and a pressure test was performed followed by a visual inspection. Results: the pressure test revealed the device was not performing within specification. The visual inspection of the evaqua expiratory limb revealed there was not enough glue in the elbow connector. Conclusion: the leak appears to have been caused by an insufficient amount of glue applied to the connector during the assembly process. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4); if this test detects a fault, the whole batch is set aside for further investigation. A lot check revealed no other complaints of this nature for the lot number provided. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.